Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they called a manufacturer representative (rep) in (B)(6) 2015 because they were going to have surgery and the healthcare provider (hcp) going to do the surgery wanted to make sure that they did not do anything to mess the implantable neurostimulator (ins) up as they were not familiar with the device. The patient stated the rep never got back to them and so they turned their device off before the surgery. The patient stated they had surgery in (B)(6) 2015 and after the surgery they were having problems, and the patient was curious if they needed any adjustments with the device because their interstitial cystitis symptoms, which they were implanted for, had returned. The patient noted that the surgery was not related to the device or therapy. The patient stated they were not sure if their interstitial cystitis disease was flaring up, and they got help from the nurse and finally got the device to help a bit. The patient called the rep several times but did not hear back from anyone. The patient stated they were in pain management and had other underlying diseases; the patient stated they had pelvic, lower back and hip pain. The patient clarified that the pain and other diseases they had were related to the device or therapy. The patient stated the reason for the call was that their pain management hcp wanted them to try acupuncture and electrical stimulation. The patient stated their ins was helping with their symptoms, and noted they called and left a message for the rep about their return of symptoms after the surgery they had in (B)(6) 2015.

Event description:
Additional information reported that they had a bad stimulator which broke, messed up and they fixed it. Lead messed up and messing with the bowels. Patient stated it took them a whole year to fix it. They knew they had colon damaged from this stimulator and they denied it. They had a picture and did use their own methods to make sure they could take a picture so she could keep up with their own health. "She had to do it sneakily because of the representative that she was currently working with her "well the two". Last time they had issues with this stimulator the lead messed up, so it was messing with her bowels. But since then, they have been having this shocking thing. They had an x-ray and doctor has the result if they need it. They had damage to bone. When they broke it was a whole year before their doctor could get medtronic to come down. The stimulator kept shocking them. They went through walmart, and it would make their feel sick. As time went on it kept shocking, and they had so much pain. They had been laying there and all of a sudden, their stimulator felt like they just implanted it. They have no ovaries. They were on hormone replacement therapy. They thought they had a crack in her hip bone. They thought whenever they went in and repair it not everything was fully disclosed because those two people were in there. They thought it probably didn't sit in the bone right and then that device has some technical problems. After they did second surgery it hurt it so much. First like a wire moved. Felt like something was poking them. They re-did x-rays. Pain doctor was looking at their nerves, and he said what is that? The lead was completely off. X-rays were not uploaded to their records. They stated the lead was like 4 inches off. They said this was an emergency. The devices were replaced. 704702338 current devices with shocking issue

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0uvhm implanted: (B)(6) 2015 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.